Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon revised a distal femoral gmrs/mrh a tibia from 2009. When removing the tibial prosthesis the baseplate came out without the titanium 155mm pressfit stem attached. The pressfit titanium stem was cemented in place from the previous surgery. Once the stem was eventually removed it was noted that the thread of the stem was worn down. New prosthesis were implanted and procedure was completed.

Manufacturer narrative:
An event regarding disassociation between stem and baseplate involving a titanium stem extender was reported. The event was confirmed. Method and results: device evaluation and results: the threading on the tibial stem and the stem socket were damaged. The exact cause as to how the threads became damaged could not be determined from the information available for this analysis. Eds analysis indicated that the composition of the tibial stem was consistent with specification requirements. No material or manufacturing defects were observed on the device features examined. It is noted that some of the observed damage may have occurred during removal of the stem from the bone. No x-rays are available for review and only primary operative notes are available. From the clinical perspective, the cause of this problem is rather straightforward and has to do with the differential fixation between baseplate and stem extender. Effect was that the baseplate became somewhat more mobile in the softer proximal tibial bone with overload present in the bearing area due to the poly wear while the stem extender remained well-fixed in stiffer bone causing progressive unloading of the baseplate with resulting progressive overload on the stem extender, especially its screw connection to the baseplate as weakest link. As such, root cause of failure is an adverse mix of mainly procedure-related factors regarding cementation of the stem extender with progressive unloading of the baseplate due to overload in the bearing and hinge section as a result of poly wear while additional patient-related also apply regarding bone defect conditions in and around the knee although these cannot be explicitly evaluated due to lack of clinical and x-ray information. This pi case is not device-related. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: the medical review indicated that the root cause of failure is an adverse mix of mainly procedure-related factors regarding cementation of the stem extender with progressive unloading of the baseplate in the softer proximal tibial bone due to overload in the bearing and hinge section while additional patient-related also apply regarding bone defect conditions in and around the knee although these cannot be explicitly evaluated due to lack of clinical and x-ray information. There is no indication that the event is device related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon revised a distal femoral gmrs/mrh a tibia from 2009. When removing the tibial prosthesis the baseplate came out without the titanium 155mm pressfit stem attached. The pressfit titanium stem was cemented in place from the previous surgery. Once the stem was eventually removed it was noted that the thread of the stem was worn down. New prosthesis were implanted and procedure was completed.